Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During manipulation, the physician tried to reach a specific lymph node in the bronchial area and the needle snapped. The part of the needle that snapped was not inside the patient. No intervention was required. The procedure was successfully completed with another device of the same type. What was the target location? Right peri trachea. What is the scope manufacturer and model number that was used? Unknown. Where any other defects observed on the delivery system prior to return? No. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? None. If the report involves a kink, bend or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Unknown (rep believes it's proximal). Was gaining access to the target site difficult? Unknown. Was resistance felt while inserting the device through the scope? Unknown. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Unknown. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. Was the stylet partially removed when advancing the needle into the target site? Unknown. How many samples were obtained (passes completed) with the needle? Unknown. Did any section of the device detach inside the patient? Unknown. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Unknown. For procore needle: is the device damage located at the notch/core trap? Unknown. For echo-ppg device: at what stage did the needle bend e.g., after portal vein pressure measurement or after hepatic vein pressure measurement? N/a.